Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, assisted the caller with the reset procedure, and after completing these steps, the malfunction was resolved without recurrence. The customer was advised to continue using the pump and to call back if the issue reoccurred, to which they agreed. Customer called back caller reported malfunction recurred. Cts to replace pump.